Event description:
A report received through the (B)(4) department of vigilance indicated that during the implantation of total knee prosthesis, the pin fractured into the patient's tibia. A bit of a wire got fixed into the patient's tibia. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the reported event without an evaluation of the device.